Manufacturer narrative:
Clarification to d6a implant date: partial date 2011. Continued e.1. Phone number: (B)(6). The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma"; "suspected rupture"; "bia-alcl (stage ii)" - pathological marker cd30+ confirmed, pathological marker alk- not confirmed.

Event description:
Healthcare professional reported through regulatory agency (bfarm) "right side seroma, suspected device rupture and bia-alcl (stage ii)". Pathological marker cd30+ marker has been confirmed. Pathological marker alk- has not been confirmed. Device was explanted and it is unknown if the device will be returned. Complete capsulectomy was performed.

Manufacturer narrative:
Clarification to b5: lymphoma - alcl - suspected originally received from bfarm reported the right side being affected. However, new information received reports the left side being affected. Conservatively, the lymphoma event will remain associated with this report until clarification has been received. Clarification to d6b: date of explant originally reported as (B)(6) 2025. Newly received information on (B)(6) 2026 reported a future explant date of (B)(6) 2026. Explant date removed from report while follow-up is being performed. Additional, changed, and/or corrected data: a2, a4, d6b, h6.

Event description:
Healthcare professional reported through regulatory agency (bfarm) "right side seroma, suspected device rupture and bia-alcl (stage ii)". Pathological marker cd30+ marker has been confirmed. Pathological marker alk- has not been confirmed. Device was explanted and it is unknown if the device will be returned. Complete capsulectomy was performed.